Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reported hearing tones emitted from the device. The device has been implanted 67 months.